Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('bowel perforation') and bladder perforation ('bladder perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced hot flush ("hormonal changes describe: hot flashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression"), insomnia ("neurological conditions or problems type: insomnia") and pelvic pain ("pain"). In (B)(6) 2018, the patient experienced vision blurred ("vision/eye problems type: blurred vision"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and dyspepsia ("digestive system condition type: heart burn"). In (B)(6) 2019, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced intestinal perforation (seriousness criterion medically significant) and bladder perforation (seriousness criterion medically significant). At the time of the report, the intestinal perforation, bladder perforation, hot flush, vaginal haemorrhage, menorrhagia, depression, bladder disorder, urinary tract disorder, nausea, insomnia, dysmenorrhoea, pelvic pain, vision blurred, gastrooesophageal reflux disease, dyspepsia and alopecia outcome was unknown. The reporter considered alopecia, bladder disorder, bladder perforation, depression, dysmenorrhoea, dyspepsia, gastrooesophageal reflux disease, hot flush, insomnia, intestinal perforation, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2021: mr received. Reporter information added. Due to imrdf/FDA codes fu marked signi. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('bowel perforation') and bladder perforation ('bladder perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criterion medically significant) and bladder perforation (seriousness criterion medically significant). At the time of the report, the intestinal perforation and bladder perforation outcome was unknown. The reporter considered bladder perforation and intestinal perforation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event injury was deleted and was updated to new events. Following events were added : bowel/bladder perforation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('bowel perforation') and bladder perforation ('bladder perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced hot flush ("hormonal changes describe: hot flashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression"), insomnia ("neurological conditions or problems type: insomnia") and pelvic pain ("pain"). In (B)(6) 2018, the patient experienced vision blurred ("vision/eye problems type: blurred vision"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and dyspepsia ("digestive system condition type: heart burn"). In (B)(6) 2019, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced intestinal perforation (seriousness criterion medically significant) and bladder perforation (seriousness criterion medically significant). At the time of the report, the intestinal perforation, bladder perforation, hot flush, vaginal haemorrhage, menorrhagia, depression, bladder disorder, urinary tract disorder, nausea, insomnia, dysmenorrhoea, pelvic pain, vision blurred, gastrooesophageal reflux disease, dyspepsia and alopecia outcome was unknown. The reporter considered alopecia, bladder disorder, bladder perforation, depression, dysmenorrhoea, dyspepsia, gastrooesophageal reflux disease, hot flush, insomnia, intestinal perforation, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: pfs received. New events: alopecia, bladder disorder, depression, dysmenorrhea, dyspepsia, gastro esophageal reflux disease, hot flush, insomnia, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal hemorrhage and vision blurred were added. Essure model number changed due to change in insertion date. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('bowel perforation') and bladder perforation ('bladder perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced hot flush ("hormonal changes describe: hot flashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression"), insomnia ("neurological conditions or problems type: insomnia") and pelvic pain ("pain"). In (B)(6) 2018, the patient experienced vision blurred ("vision/eye problems type: blurred vision"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and dyspepsia ("digestive system condition type: heart burn"). In (B)(6) 2019, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced intestinal perforation (seriousness criterion medically significant) and bladder perforation (seriousness criterion medically significant). At the time of the report, the intestinal perforation, bladder perforation, hot flush, vaginal haemorrhage, menorrhagia, depression, bladder disorder, urinary tract disorder, nausea, insomnia, dysmenorrhoea, pelvic pain, vision blurred, gastrooesophageal reflux disease, dyspepsia and alopecia outcome was unknown. The reporter considered alopecia, bladder disorder, bladder perforation, depression, dysmenorrhoea, dyspepsia, gastrooesophageal reflux disease, hot flush, insomnia, intestinal perforation, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and vision blurred to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.